Manufacturer narrative:
(B)(4). Batch # r5at0t. Investigation summary: five pictures were provided, picture one shows two reloads with their retainers on aside from top view. The reload from the right appears to have the sled partially advance. This condition would not allow the device to fire. The reload fro the left appears to be unfired. Picture two shows a device from no batch side view with the shrouds detached and articulate to the left. No reload can be seen loaded on the device. Picture three shows a device from batch side view with the shrouds detached and articulate to the right. No reload can be seen loaded on the device. Picture four shows two reloads with their retainers on aside from bottom view. The reload from the right appears to have the sled partially advance. This condition would not allow the device to fire. The reload fro the left appears to be unfired. Picture five shows a device from top view with the shrouds detached, the jaws open, with the revers switch bent and also a spring and one gear can be seen on aside of the device. No reload can be seen loaded on the device. Based on the photos reviewed, the event describe cannot be confirmed. The analysis found that one ec60a device was returned with the shrouds removed and with two ecr60b cartridge reloads present. The reloads were received partially fired 1/16. In addition the gears and spring were returned inside of a plastic bag. No functional test was performed due the condition of the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the device, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. Reload b & c: ecr60b, r5c37t, partially fired 1/16. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the endoscopic right lower dorsal lobectomy, could not fire on the 1st firing with ec60a and ecr60b. Another ecr60b was used to continue, but would not fire as well and could not open jaw. Opened the jaw manually with big force. Changed the new device to complete surgery. There was no patient consequence reported. No additional information can be provided.